Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced increasing difficulty inserting and locking luer connect adaptors into the ilet device, for which troubleshooting and education were provided, including guidance to invert the device for alignment and rotate the connector to lock. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included no alerts or alarms and no need for medical attention. Investigation included collection of lot information and verification of shipping details. Investigation of this case revealed a usability issue with connector attachment and alignment of the luer interface, with no device alarms and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user technique.